Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd prn adapter was defective / damaged. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024 treatment required the use of a heparin cap, the use of the heparin cap core was found to be broken within the catheter connection, was given to be re-replaced, observation of the follow-up, good explanation of the instructions.

Event description:
No additional information provided.

Manufacturer narrative:
1. No samples and pictures were returned from the customers, the detail of defect cannot be identified; 2. Review batch record information, 1) the complaint lot#3199592was produced in the prn automatic assembly line, the production date is 2023-8, and the m860 packaging machine was packaged in 2023- 8, and the batch of products totaled 439.6k; 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities.3. Retained samples analysis: performed strain relief test and leakage test on the retained sample of complaint batch (rotate the prn sample onto a standard luer connector, inject the standard pressure water, observed the prn whether abnormal), the test result passed; attachment pr#(B)(4) report of retained sample 4. Root cause: performed leakage test on the retained sample, the test result passed, the defect cannot be reproduction; due to no sample and picture returned, the detail of defect cannot be identified. 5. The plant continue pay attention to the defect.